Event description:
It was reported that the manufacturer's representative (rep) called today with multiple concerns of wireless recharger (see pe# (B)(4)for report on that) and for oor message on the patient (pt) handset and high impedances. The (pt) had revision surgery to replace 2-37086 extensions and 1 percept pc on (B)(6) 2022 due to high impedances seen and ins close to eos. The pt being seen today because over the weekend the mother was trying to increase the settings but was seeing oor message. Today in the office the ins was checked and found that the higher than normal impedances were still present. Ts talked about how impedances and high settings come across when using cc for programming. The rep sent a couple of screenshots with the impedance readings. Programming was as follows: l gpi, c+0- 5.0ma 120pw, 90hz; r gpi, c+8-, 5 ma 120pw, 90 hz. When looking at impedances, can see that r side is higher than normal but not so far out of range but the left side is more than double the impedances which technical services (ts) speculates is where the oor is coming from. Ts reviewed potential of reprogramming contacts, changing from cc to cv, lowering limit settings if programmed or leaving things as is and monitor impedances. Per rep, doesn't sound like reprogramming to different contacts is an option and that the healthcare provider (hcp) may consider a change from cc to cv. Call ended prior to final decision on what changes to tackle.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 05-mar-2025, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 12-feb-2026, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 07-jul-2024, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 11-mar-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 3708640 lot# serial# (B)(6) product type extension product ID 3708640 lot# serial# (B)(6) product type extension product ID b35200 serial# (B)(6)product type implantable neurostimulator product ID 3708640 serial# (B)(6) product type extension product ID 3708640 serial# (B)(6) product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported that the cause of the high impedance w as not determined. Actions taken to resolve the high impedance was the revision of the extension and battery, the issue was not resolved. No further action is planned at this time.